Manufacturer narrative:
(B)(4). Date sent: 05/05/2021. D4: batch#: u5f82e. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage and the halves were noted to be with batches mix, and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the device cut? Unk. If the device cut, was the cut line complete? Na. Were the cut line and staple lines equal? Unk. Was the device fired across a staple line? Unk. Please provide details as to how the reload did not work. Impossible to staple. Did the reload lock out and would not work? Unk. Did the reload begin to staple and cut, but then jammed, unk. Did the device staple, but there was no cut line? No, didn't staple if the device cut and stapled, were there any staples missing from the staple line? Na. How was the procedure completed? Use of another same like device. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a left colon procedure, the device didn't staple. They used another device to complete the procedure. No patient consequence